Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient had expired. The patient had received multiple shocks. The patient was hospitalized two days later and collapsed twenty minutes after admission. Resuscitation efforts were unsuccessful and the patient passed away. The cause of death is unknown. Follow up attempts to obtain additional information were unsuccessful. This patient was a participant in the improve sudden cardiac arrest study.